Manufacturer narrative:
Device discarded by customer.

Event description:
It was reported that during a surgical procedure at the user facility patient blood soaked through the toga, exposing the doctor to blood. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.